Manufacturer narrative:
Additional information was requested for investigation but was not provided. No issues were identified during a review of the alarm trace. It was noted that the customer's calibration and quality control results were acceptable. The repeat results were obtained from re-drawn samples. Since ca 19-9 is very sensitive to contamination, the discrepant results may have been due to a contaminated sample.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous high results for 1 patient tested for elecsys ca 19-9 immunoassay (ca 19-9) on a cobas e 411 immunoassay analyzer. The initial ca 19-9 result from the e411 analyzer was 208.8 u/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated and the result was 214.1 u/ml with a data flag. The sample was repeated by the abbott architect method and the result was 21.63 u/ml. On (B)(6) 2017 a different sample from the patient had been tested by the beckman method and the ca 19-9 result was 296 u/ml. On (B)(6) 2017 a different sample from the patient had been tested by the vidas method and the ca 19-9 result was 4.96 u/ml. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4). The patient sample was submitted for investigation where it was measured by an external laboratory using the siemens centaur method. The ca 19-9 result by the siemens centaur method (215.8 u/ml) was similar to the customer's ca 19-9 results from the e411 instrument. The patient sample was investigated further using a cobas 6000 e 601 module and the result was 196 u/ml which corresponds to the customer's results. No interference was identified in the patient sample nor was the sample affected by a high dose hook effect. A specific root cause could not be identified. The customer's ca 19-9 results were confirmed during the investigation. A ca 19-9 result of 5923 u/ml obtained during the investigation is believed to be the true ca 19-9 result. The patient's ca 19-9 results can vary depending on the testing procedure used. Ca 19-9 results obtained by using different testing procedures cannot be directly compared to one another. Based on a review of similar complaints, there were 2 cases in 2017 and 5 in 2016 which is considered to be a very low frequency.